Manufacturer narrative:
Zoll has not yet received the li-ion battery (s/n:(B)(4)) for investigation. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a shift check, the auto pulse platform would not power on when a fully charged battery (s/n: (B)(4)) was placed into the platform. The battery status was checked with 4 green leds lit up indicating that the battery is fully charged. No patient involved with this event. No additional information provided.

Manufacturer narrative:
The customer's reported complaint was confirmed during functional test. The root cause of the battery failure could not be determined. The returned battery was inserted into the test autopulse platform and the platform did not turn on. Further testing, the battery was placed into a known good multi chemistry charger and red leds illuminated on the battery charger indicating that the battery charging failed. The battery status was checked with 4 green leds lit up indicating that the battery is fully charged; however, it could not communicate with neither autopulse platform nor multi chemistry charger. A review of the archive was performed and no discrepancies were observed on the reported event date. However, the archive review showed error on (B)(6) 2016 and (B)(6) 2016. Further review of the archive revealed that the battery was successfully charged on (B)(6) 2016 which was the same date that the battery was last inserted into the autopulse. A visual inspection of the battery was performed and no physical damages were observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for li-ion battery with serial number (B)(4).